Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿funnel lumen collapses on aspiration inflation lumen is kinked, occluded". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. Removal of device a. To remove the catheter from the rectum, the retention cuff must be deflated. 1) attach the 50 ml syringe to the green inflation port, and slowly withdraw all water from the retention cuff. (Figure 13) b. Make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. 1) once you have ensured the cuff is fully deflated, disconnect the syringe and discard. 2) to facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. 3) grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a problem with balloon inflation, used 3 different kits and was not inflating (lot #nghz0959), (lot #nghy2961), (lot #unk) or deflating (lot #nghz0959), (lot #nghy2961), (lot #unk) leakage also mentioned (lot #nghz0959), (lot #nghy2961), (lot #unk). It was used on a patient, and they made 3 attempts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a problem with balloon inflation, used 3 different kits and was not inflating (lot #nghz0959, lot #nghy2961, lot #unk) or deflating (lot #nghz0959, lot #nghy2961, lot #unk) leakage also mentioned (lot #nghz0959, lot #nghy2961, lot #unk). It was used on a patient, and they made 3 attempts.